Event description:
It was reported to boston scientific corporation that a rx lithotripter basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2011. According to the complainant, after the endoscopic sphincterotomy (est), the basket was used to capture a 1.0cm stone within the common bile duct. The physician reported that the stone was very hard and while attempting lithotripsy the pullwire broke prior to the basket tip detaching. No device fragments detached into the patient. The physician cut the pullwire outside the patient, released the calculus, and then withdrew the basket from the patient. The procedure was completed through stent placement. Reportedly, the device was inspected/tested prior to use. At this time, there is no plan to remove the calculus at a later date. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable

Manufacturer narrative:
The patient ID is unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination found that the device returned cut near the tapered distal end of the t-fitting. The proximal end of the pullwire was also found to be cut. Additionally, the basket wires were bent and unevenly spaced, the handle thumb ring was cracked, and the coil assembly outer sheath was torn and buckled. Furthermore, the device presented with sidecar rx push-back. The basket tip was intact and presented no evidence of deformation. The condition of the returned unit was not consistent with the complaint incident that the pullwire broke. However, the evaluation confirmed the user report of the pullwire being cut and the basket tip being intact. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a rx lithotripter basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2011. According to the complainant, after the endoscopic sphincterotomy (est), the basket was used to capture a 1.0cm stone within the common bile duct. The physician reported that the stone was very hard and while attempting lithotripsy the pullwire broke prior to the basket tip detaching. No device fragments detached into the patient. The physician cut the pullwire outside the patient, released the calculus, and then withdrew the basket from the patient. The procedure was completed through stent placement. Reportedly, the device was inspected/tested prior to use. At this time, there is no plan to remove the calculus at a later date. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable